Manufacturer narrative:
The reported event of failure to advance the stylet was not confirmed. A complete lead was returned in one piece. The stylet insertion/ removal test was performed and found the stylet could be fully inserted and removed from the lead and with no obstructions/restrictions. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the stylet had failed to advance in the right ventricular (rv) lead. The physician made several attempts to implant the rv lead but was unsuccessful. The rv lead was removed and replaced. The patient was in stable condition.